Event description:
It was reported that during the patient's elective ipg replacement procedure on (B)(6) 2024, the physician damaged one of the leads. As a result, the damaged lead was explanted and replaced to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.